Manufacturer narrative:
The pod was received without adhesive pad attached to the bottom housing and cannula deployed. No damages were found on formed needle and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the after wearing the pod on the abdomen longer than 48 hours, the site was painful, infected with a purulent abscess and high blood glucose (bg) levels of 400 mg/dl. The patient visited the emergency room (ER) where was prescribed lavanid dressing to be placed on the affected area and changed 3 times a day.